Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [240119 summary.pdf]

Event description:
It was reported that revision surgery was performed. Patient complained of pain and shifting with her bhr hip resurfacing. Initial surgery (B)(6) 2008. Showed signs of metalosis in synovium in and around the head, neck and cup.